Event description:
The pharmacist at the hospital, reported the following event : "fracture of the gamma nail implanted 7 months ago, involving the fracture of the femoral neck with total functional disability and pain. No fall or additional trauma."

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk analysis revealed no observation; nail breakage was considered and thresholds were not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. As no item was returned no physical examination could be carried out. It could not be determined if the nail had been damaged intra-operatively. In this case, referring to received information, the nail broke after an implantation period of approx. 7 months. After such a period it can be suggested that it broke in a fatigue fracture. With available information no further technical statement was possible. Due to missing medical records no medical statement was possible. Based on presented information no deviation was found in the manufacturing documents a deficiency in the nail question was not verified. The file will be closed formally and will be reopened when additional information or the item(s) become available.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The pharmacist at the hospital, reported the following event : "fracture of the gamma nail implanted 7 months ago, involving the fracture of the femoral neck with total functional disability and pain. No fall or additional trauma."